Event description:
The user stated they had erroneous calcium results for several weeks and physicians had complained about high results. Of the data provided, the result for one patient heparin sample was discrepant. The initial result was 11.2 mg/dl and was reported. The repeat results on (B) (6) 2010 were 8.9 and 8.8 (8.78) mg /dl. No treatment was given. The calcium reagent lot number was 61828901. The field application specialist determined the cause was unknown. The field service representative determined the system fluidic system was contaminated and decontaminated the system. To verify the analyzer operation, he calibrated and ran controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.